Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion could not be confirmed in the laboratory. A longevity calculation was performed and the device was found to be within normal estimations. No high current measurements were found during bench testing and on the automated electrical system. The device's functionality was found to be normal.

Event description:
It was reported that the patient had a vt storm in (B)(6) 2010. The device charged and delivered multiple hv therapies on (B)(6) 2011, during device interrogation, the battery voltage was at eri. The device was explanted.